Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately two years ten months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately two years ten months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient due to back surgery and to prevent bc. At some time post filter deployment, it was alleged that filter limbs perforated the ivc. The device was removed percutaneously. The patient experienced abdominal pain. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years and ten months after filter deployment, a CT demonstrated an ivc filter with a number of struts appeared to perforate the ivc. Approximately three years four months post filter deployment, patient underwent successful filter retrieval; however post-retrieval venography revealed a retained filter limb of the vena cava filter. Therefore, the investigation can be confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately two years ten months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient due to back surgery and to prevent bc. At some time post filter deployment, it was alleged that filter limbs perforated the ivc. The device was removed percutaneously. The patient experienced abdominal pain. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years and ten months after filter deployment, a CT demonstrated an ivc filter with a number of struts appeared to perforate the ivc. Approximately three years four months post filter deployment, patient underwent successful filter retrieval; however post-retrieval venography revealed a retained filter limb of the vena cava filter. Therefore, the investigation can be confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.